Event description:
It was reported that during a laparoscopic hysterectomy procedure, the teflon pad fell apart during the surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Two devices will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the tissue pad melt? (See pictures below which shows the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Why are two devices being returned? The event only mentions one device having an issue with the tissue pad?